Event description:
The manufacturer received information alleging a ventilator was alarming low circuit leak. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the device failed the test step. The device's sensor board was replaced to address the issue. In addition of the above evaluation, the device's rear enclosure was observed to have broken, replaced the rear enclosure overlay was replaced, which was not related to malfunction. The technician perform repair test, alarm checking, battery checking, run testing, and cleaning, and the software was confirmed to be version.